Event description:
Device implanted on (B)(6) 2023. Patient with intermittent history of device concerns since (B)(6) 2023. On (B)(6) 2023, patient called and stated that device was not activating; pump would depress but then wouldn't reinflate until the deflation button had been pressed. On (B)(6) 2024 called to state that the device had been inflated 10 hours but unable to deflate. Patient was seen in office and despite multiple maneuvers by team, unable to deflate. Surgery on (B)(6) 2024 for replacement. Findings: cylinders and pump removed without defect noted. Reservoir left in place. New ams cx 18 cm + 2 cm rear tip extender placed bilaterally. Device provided to rep at time of surgery. Malfunctioning device info: penile infl cx ms 18cm, model: 72404232, serial: "*(B)(6)", exp. Date: "10/04/2024".